Manufacturer narrative:
Additional info: event.

Event description:
Additional information was received regarding the post lens exchange outcome for the patient. It was stated the measured uncorrected visual acuity (ucdva) and best corrected visual acuity (bcdva) were the same. Both were measured at 7/10-.

Manufacturer narrative:
The explanted lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be conclusively determined. Lens opacification is a known procedure procedure complication of this type of surgery.

Event description:
It was reported that the patient's intraocular lens opacified post-implant, causing poor vision. As a result, the lens was explanted. Additional information was requested, but has not been received.